Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating that the turbine module had stopped. The evaluation of received device logs shows that the reported technical error occurred on date of event during ventilation, the device switched to 100 % oxygen delivery. The error was reproduced during simulated test ventilation with the returned turbine module installed in a reference ventilator, pre-use check fails the blower inlet test. If the reported fault condition occurs during ventilation, the ventilator will switch to 100 % oxygen delivery, if no oxygen is connected, the event will lead to stop of ventilation. The error will be highlighted through audio-visual alarms and the generated technical error alarm. The reported issue was caused by a faulty turbine module. The cause as to why the turbine module fails has not been established by this investigation, electrical measurements and visual inspection did not reveal anything unusual.

Event description:
It was reported that the ventilator generated a technical error indicating a detected turbine module stand still. There was no patient harm. Manufacturer's ref. #: (B)(4).